Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp. It was reported that the explant of the ins was the next step in treating the patient's symptoms, as other interventions had not yet resolved the issue. It hasn't yet been determined if explanting the ins resolved the issue. The patient reportedly called the hcp has stated that it hasn't. The patient is due for evaluation on nov-22.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient normally feels a sensation in their head if the device is working, but with their new ins they don't feel that anymore. It was also stated that they do not experience the side effects that they normally do at 3 v. The patient reported that on 21-aug they starting having increasing tics, like shouting. An impedance measurement was taken and electrode 8 showed a small increase in impedance. After the impedance measurement was taken the patient was switched from constant voltage to constant current and there were no changes reported after that change. The patient experienced side effects at 3.2v but now voltage can be increased above that. The patient was programmed to a higher voltage but that did not resolve the problem, only at 7.5v did they start to notice some side effects, tinkling and a distoned mouth. The patient did not think the isn was working. The patient's ins was explanted and replaced. No further complications were reported or anticipated.

Manufacturer narrative:
The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the issues has still not been determined. There are no further actions planned at this point.